Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2015 with the following findings: a review of the pump¿s black box showed that the data from the event had been overwritten. There was no evidence of loss of prime observed. During testing, the ez-prime steps were performed correctly with no cs 162 loss of prime alarms or other warnings occurring during the investigation. The pump performed within specification. The complaint of a loss of prime issue was not duplicated during the investigation.